Event description:
When md came to implant a duraloc cup was given a duraloc option cup from the hosp own stock and a duraloc enduron liner from the orthokit box. These two products are not designed to be used together it is the incorrect liner for the option cup. Nothing on the product packaging alerted md to the fact that these two items were incompatible and the implanted them into the pt. The liner, although not designed for option shell was impacted and appeared to fit. The error came to light a few hours after the surgery when reporter spoke to the theatre sister and she happened to mention which products had been used. The surgeon was alerted to the error md elected to re-operate on the pt the next day and remove the incorrect liner and replace it with a option cup liner lpw 28 x 54mm and dynamic locking ring (ref: 159923054, lot xwg-62). This product was supplied via orthokit on the day of surgery.